Manufacturer narrative:
Concomitant medical products: product ID 306001, lot# unknown, implanted: (B)(6) 2021, explanted, product type screening device. Product ID 309201, lot# unknown, implanted: (B)(6) 2021. Explanted, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd, UDI#, product ID: 309201, serial/lot #: unknown, ubd:, UDI#. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that the patient stated they, "think the wires came loose." The issue was not resolved at the time of the report. There were no patient symptoms nor further complications reported at this time.